Manufacturer narrative:
The customer¿s report of leak at connection was confirmed. The sets were visually inspected for kinks, holes/tears in the tubing or damages to the components. No anomalies were observed on the set. Functional testing resulted in the set flowing freely and showed no signs of disconnecting, leaking or occlusion. Pressure testing confirmed leaking at the connection between the drip chamber spike and the tubing attached to the spiros spike adaptor. The root cause of the customer's report of leak at connection was not identified. The probable cause of the leak is due to improper insertion of the drip chamber spike, leaving a loose connection between the set¿s drip chamber spike and the spiros spike adaptor tubing.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the seal connection to the spiros from the tubing was defective so chemo leaked on the bed and on the patient. This is a smartsite infusion set used in an alaris pump module that would not lock onto the spiros - actually there are two sets of tubing this happened with 0 causing leakage of chemo."